Event description:
The clinic reported that a patient had a less than favorable outcome following phototherapeutic keratectomy (ptk) surgery in the right eye. According to the doctor the patient presented with an irregular topography.the patient''s post op best corrected visual acuity is 20/40.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The clinic did not request field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.